Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-15 h6: investigation summary bd had received 2 samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing was observed. The samples were evaluated using visual inspection and the indicated failure mode for sleeve side piercing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing. Bd determined that the root cause of the indicated failure mode was attributed to incorrect placement of the hub during the cannula and hub assembly. Corrective actions are being at the assembly line to mitigate the failure. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and poor sleeve function. The sleeve leakage event occurred 3 times. The poor sleeve function event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "blood has leaked from the black needle onto patients and my gloved hands. The rubber was not fully covering the distal end of the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and poor sleeve function. The sleeve leakage event occurred 3 times. The poor sleeve function event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "blood has leaked from the black needle onto patients and my gloved hands. The rubber was not fully covering the distal end of the needle."